Event description:
It was reported that, "this patient is having massive swelling, loss of range of motion, instability and pain. She is now experiencing numbness in her lower left extremity. She would like to know if any of the implants have been recalled."

Manufacturer narrative:
The following other knee devices were also listed in this report: tri ts baseplate size 5 cat# 5521-b-500, lot# wbmp: triathlon symmetric x3 patella cat# 5550-g-360, lot # 843j; triathlon-cr femoral component cemented #6 left cat# 5510-f-601, lot# se9dj. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. Method - review of DHR, complaint history database and packaging insert. The investigation concluded the reported event cannot be confirmed with the limited info provided. As with any surgery, pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the pt is experiencing. The provided implant sheet was reviewed and it was indicated that none of the reported devices were affected by any stryker recall. The pt was informed of the results and indicated no additional medical info will be provided for investigation. The review of the DHR records for the reported lots ids indicates that devices were manufactured and accepted into final stock with no reported discrepancies related to the reported event. The per database review indicated there have been no previous similar reported events for the provided lot ids.